Event description:
Respiratory therapist found the flex tube disconnected on its own from the catheter. No patient harm. This is a recurrent event with this manufacturer's device at this facility. The manufacturer has been notified and product has been returned. Multiple lots are involved with this problem type.